Event description:
It was reported that the cot dropped unexpectedly with a patient on it. The extension spring was broken on the cot. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.